Event description:
It was reported that patient experienced inadequate stimulation and underwent a replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).